Manufacturer narrative:
The device was returned to the manufacturer. Macroscopic examination confirms the implant is fractured into multiple pieces and broken. Damage is identified at the inserter interface. Microscopic examination of the fracture surfaces reveal a brittle fracture with fracture rays at the base of the inserter interface feature, suggesting crack propagation due brittle overload during implant impaction. The above observations are consistent with excessive force used during implantation.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 9392507, 510k # k094025 was cleared in the united states. Review of submitted pictures visually confirm the nose of the implant is broken into multiple pieces. Unable obtain additional information due to limitations of submitted pictures. Inconclusive; unable to determine root cause from the available information. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal procedure to implant interbody device and posterior fixation. The cage broke into several pieces during impaction. All fragments were retrieved, and the procedure was completed using other kind of interbody device. No patient injury was reported.